Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent thoracic fusion surgery at t1-t7 due to thoracic burst fracture. Intra-op, the surgeon had placed the crosslinks, but after he had broken off the outer set screws, he was not happy with the placement of the crosslinks. He attempted to remove the crosslinks, but the set screws of the crosslinks stripped. As he was not able to remove the crosslinks, he took out the rods with the crosslinks attached to the them. He then placed the new rods. No fragment of the stripped crosslink remained inside the patient. There were no patient symptoms or complications as a result of this event.

Manufacturer narrative:
Product analysis results: the connector was returned with a rod stuck in one side. The internal hex had been damaged to the point that a driver will no longer engage the screw head. There are two possible causes for the damage to the hex of the set screw not allowing removal. The first is that the set screw was over tightened and led to the hex damage on both the screw and the driver upon removal. The second cause could have been if the remove tool was worn before use and the driver could have turned in the screw head and caused the damage. If information is provided in the future, a supplemental report will be issued.